Event description:
While attempting to access patient's left femoral vein, the guidewire introducer was lost in the left femoral vein. The physician elected not to complete femoral cannulation, decided to do a single vessel small thoracotomy. Plan to follow-up with radiologic extraction of guidewire introducer.